Event description:
It was reported that the user injected external insulin while remaining connected to the ilet due to a very high blood glucose of 401 mg/dl and later experienced a low fingerstick reading of 50 mg/dl, after which education was provided to disconnect from the ilet before external insulin dosing and to remain disconnected for two hours. Symptoms include hot flasher/flushes and anxiety associated with hypoglycemia reported. Outcomes included urgent low glucose that required treatment with oral glucose without hospitalization. Investigation included a review of use error and user education regarding concurrent external insulin use with the ilet. Investigation of this case revealed user error related to dosing external insulin without disconnecting the ilet, which is consistent with expected device behavior when duplicate insulin is delivered. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with appropriate mitigation through troubleshooting and education.

Manufacturer narrative:
Initial